Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call that the customer was hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of over 900 mg/dl. The customer was treated with insulin and was taken to the ICU. The customer's parent also reported that the insulin pump had a keypad anomaly prior to hospitalization. No significant events leading to keypad anomaly were observed. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. The customer¿s parent was advised to have customer discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis. Frn-reservoir.

Manufacturer narrative:
Device received with intermittent esc and act buttons due to flattened dome switches (no crease). No unlocked j2/lcd keypad connector. Unit received with operating currents within specification. Device passed self test, unexpected restart error test, displacement test and basic occlusion test. Unable to prime device during prime/ test due to faulty forced sensor reading (gold). Unable to perform occlusion test, delivery accuracy test and excessive no delivery test due to prime anomaly.